Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch select meter has a battery indicator issue. The patient's diabetes is managed with self adjusting insulin. The battery indicator message began on (B)(6) 2010 at around 5:30 pm. It is not known if the patient was able to obtain her blood glucose reading after the battery indicator issue began. The following day at 8 am, the patient administered self treatment with insulin. At 11 pm, the patient reportedly managed his diabetes with 20 units of humalog and then developed symptom of "sweaty" within the hour. According to the troubleshooting performed with customer service, the customer care advocate concluded that the battery did not need to be replace and there was no product misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he had symptom that can be associated with hypoglycemia one day after the power issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Upon removal and replacement of the pump and catheter, the physician noted black material occluding the catheter openings in the spine portion. The reason for the removal/replacement was not provided. There was reported to be no pt injury. Additional info has been requested, a follow-up report will be sent if additional info becomes available.